Event description:
A report was received that a pt was experiencing redness at a suture on the midline incision and possibly had an infection. The physician cleaned out the midline and prescribed the pt oral antibiotics. The pt is reportedly doing well.